Manufacturer narrative:
H10: internal complaint reference:(B)(4).

Event description:
It was reported that during a meniscus repair, a meniscal suture was performed using fast-fix 360. The product indications were followed: the slotted cannula was located, the suture was slid, the cannula was removed and the t1 was implanted correctly. When the second stitch was being made, the t2 implant did not come out from the device. In the suture it was seen that the internal guide was exposed. The meniscus suture was removed. The procedure was completed with a 2-minute surgical delay using a back-up device. No further complications were reported. The status of the patient is stable.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the actuator bar over extended and the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned device. A functional evaluation of the returned device finds it does not cycle as designed due to the actuator bar being stuck in an overextended state. These failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended force applied to the needle of the device. No containment or corrective actions are recommended at this time.